Manufacturer narrative:
Device identifiers were not available. Vitreous hemorrhage and pain are listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on: 03/16/2016.

Event description:
The following information was reported by the surgeon. The patient's preoperative iop was 19 mmhg. The cyclodialysis cleft was characterized as trivial (approx. Size 1 clock hour) and no intervention was required. There was no problem with postoperative bleeding, however a small amount of blood was observed in the vitreous postoperatively, presumably from limited intraoperative bleeding. There was no loss of bcva and no adverse impact to the patient. The event did not require medical or surgical intervention. The surgeon has been unable to visualize the stent postoperatively. Stent malpositioning has had no permanent adverse impact. The patient had approximately 3 weeks of moderate pain, corneal edema, hypotony. Corneal edema has resolved and stent malposition is being monitored. Most recent iop improved to 12 mmhg on (B)(6) 2016. The patient is doing well with no ongoing problems and the cyclodialysis cleft appears to have cleared. The patient will continue to be monitored.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. (B)(4). Stent malposition, cyclodialysis cleft, hypotony, and corneal edema are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 02/25/2016.

Event description:
Twelve days postoperatively the surgeon reports that the patient''s intraocular pressure in the operative (left) eye was 5 mmhg and corneal edema was observed. The surgeon thought he had inadvertenly implanted the istent in the iris root. One week later (on (B)(6) 2016) the iop increased to 42 mmhg and based on this it is believed that a cyclodialysis cleft had been created initially and it has now closed. The patient was prescribed glaucoma medication and is being monitored. Additional information has been requested.